Manufacturer narrative:
Event date - the date of this event was on an unspecified date "in january end of february". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. The leak was further described as, ¿fluid had leaked out at the point where the tubing connects with the heater bag¿. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.